Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, a supply bag became disconnected from the supply line of the homechoice set during therapy for an unknown reason. Baxter's technical service center asswisted the home patient's faily member in ending the therapy early. No patient injruy or medical intervention was vindicated at the time of the initial report.